Event description:
Related manufacturer reference number: 2017865-2024-65383. Related manufacturer reference number: 2017865-2024-66065. It was reported that the patient presented in the hospital for a scheduled upgrade procedure. The patient's right ventricular (rv) lead and right atrial (ra) lead was found to be dislodged and twisted due to twiddlers syndrome. Both lead dislodgement was confirmed via chest x-ray examination. The rv lead was explanted and replaced. Meanwhile the ra lead was successfully repositioned and reimplanted. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement due to twiddler¿s syndrome and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies except for procedural damage.

Event description:
New information received notes the ra lead was presented to the hospital for a lead revision. The right atrial (ra) lead exhibited non-capture due to dislodgement as a result of the patient's twiddlers syndrome. The ra lead was explanted and replaced. The patient was stable the entire time.